Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: position-dependent and hidden atrioventricular dyssynchrony in micra av leadless pacemaker. Pacing and clinical electrophysiology. 2025. 48:761¿764. Doi: 10.1111/pace.15206 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a leadless implantable pulse generator (ipg). The authors described a patient who experienced new-onset nocturnal palpitations approximately six months post implant of a leadless ipg. A manual atrial mechanical (mam) test revealed significant position-dependent variations in signal amplitudes. In the supine position, there was complete atrioventricular synchronization, but in the left lateral position, there was dyssynchrony and a marked increase in a3 amplitude with frequent oversensing and palpitations. Reprogramming was performed, which restored proper synchronization and eliminated the patient¿s symptoms. The device remains in use. No additional adverse patient effects or product performance issues were reported.